Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was quite concerned there were some issues with his device. The patient was having some issues with their ins, charger and such. A device data report was provided with the request for the manufacturer to check if it contained any issues. The device data file was analyzed to draw a few high level conclusions. There was stimulation loss several times during (B)(6) and (B)(6) 2021 where the ins depleted to the point where it turned off while stimulation was on. There was no power on reset (por). The patient was charging to 100% normally. There were some short sessions charging from 98 or 99 to 100% occurring. There was frequent stopping and restarting of the recharge sessions, noting this on/around (B)(6) 2021 through (B)(6) 2021. Given the recharge interval, it looked like the patient needed to charge about every 24 hours. Additional information was received from the patient. The patient was expressing that the implant was closer to his hip which was putting pressure on the implant. The battery kept draining very quickly and the recharger/controller had already been replaced several times. Sometimes the battery would drain 10%, then quickly drop 70%, et cetera. There was no consistency. The patient was not getting the pain relief he needed. He had already been to the clinic and they shut the implant off and turned it back on where the patient experienced a sudden painful surge of an electrical shock. There were no changes reported by the patient that may have led or contributed to the issue. Diagnostics at the clinic were conducted on (B)(6) 2021. The issue was not resolved as of (B)(6) 2022. It was noted that a manufacturer representative had been contacted and would be in touch with the healthcare professional. The patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the spinal cord stimulation (scs) implant did not work. The recharger kept losing connection to the ins. The ins was to be replaced on (B)(6) 2022. The patient was to be sent a new patient controller and recharger.